Event description:
On  (B)(6) 2021, it was reported by a sales representative via sems that an ar-6480 dw arthroscopy pump displayed flow rate not accurate on pump settings. Ts: isolated to pump. Power cycle doesn't resolve. Happens with multiple tube sets. Additional information 8/27/2021 .on  (B)(6) 2021, it was reported by a sales representative via sems that an ar-6480 dw arthroscopy pump was constantly running without recognizing flow and causing water to be shooting out of every portal. This was discovered during use in a knee arthroscopy on b)(6) 2021. The case was completed using the same ar-6480.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. No problem found. See attached for supplier evaluation.